Event description:
A malfunction was reported with the t:slim x2 pump, as the battery would not charge and the screen remained dark. This resulted in the customer's blood glucose level exceeding 500 mg/dl, though the specific value was unknown and labeled as "high" on the display. To address the high blood glucose, the customer performed a correction injection using multiple daily injections (mdi). Tandem technical support instructed the customer to attempt several troubleshooting steps, such as confirming the pump and cable connections, but the screen did not turn on nor did the led blink. As a result, technical support arranged to send a replacement charging cable and wall adapter via two-day shipping while advising the customer to continue using mdi if the pump battery depletes before the new supplies arrive.